Manufacturer narrative:
Reference MFR. Complaint # mt1998-3-11-93. The actual unit was not returned for evaluation event after several requests. Co is unable to confirm any influence the device may have had on the reported event. It is very possible for a child's temperature to rise five degrees in four hours. This is not an unusual event. Co will reopen the complaint should the unit be returned for evaluation.

Event description:
Customer reported that a 14 mo old child had been brought into the ER and the child's temperature was taken using a genius thermometer. The thermometer gave a 100 degree reading. The hosp released the child. Four hrs later the parents took the child to a different hosp where they discovered that the child had a temperature of 105 degrees.